Event description:
It was reported by service report that the base tube had a small crack on a weld point. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: outer base tube.